Event description:
Customer reported very small pieces of aluminum coming from the suspension monitor rails which have the potential to fall into the pt area. No injury has been reported. Ge healthcare field engineer has fixed the issue by cleaning the overhead rail. However, an investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.